Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings were incorrectly programmed, causing the customer to experience a low blood glucose (bg) level (33 mg/dl). The low bg caused the customer to lose vision and consciousness while driving the car and a car accident occurred. Emergency medical services were called and administered glucose injections and carbohydrates to treat the low bg level. Reportedly, the customer consulted with a healthcare provider regarding pump settings.